Manufacturer narrative:
The reported event of no lv output was not confirmed. The device voltage was at end of service (eos) upon receipt. Assessment of total projected longevity was performed, and the device was found to have exceeded estimated longevity. Analysis revealed no anomalies. Electrical tests performed including lead impedance and output verification did not identify any functional issues.

Event description:
It was reported that the patient presented in clinic due to symptoms of syncope and chest pain due to loss of pacing, the patient¿s implantable cardioverter defibrillator (ICD) was found to be at elective replacement indicator (eri) and was explanted and replaced on (B)(6) 2025. No further information was provided.